Manufacturer narrative:
Rep and surgeon were contacted for further information. The lot number and product are not available for investigation. The rep states that the surgeon is still using cmi product. No further information has been received. As this involves patient adverse event of retention, it is being submitted as an MDR. As per the product instructions for use, IFU #(B)(4), voiding dysfunction and obstruction due to placing too much tension to the mesh implant are known adverse reactions as indicated in the adverse reactions section of the IFU. To prevent this, surgeons are advised to place the sling in a tension free manner as indicated in the surgical techniques sections of the IFU.

Event description:
Sales rep reports the following complaint from a surgeon regarding mesh stiffness and experiencing problems in the past with urinary retention using desara slings. Surgeon states that he misses using competitor sling because of this. "Today in between cases [the surgeon] had mentioned that he misses his old boston sci sling because of the ease of tensioning. He said our mesh is much stiffer and in the beginning of using our product, had a few patients have problems with retention. He said it was difficult to explain, but what he described is that when he removes the sheath the sling almost jumps up into the urethra and because the boston sling has the centering tab, it doesn't do that. I asked several follow up questions,[...] Unfortunately, he told me this after his sling case, so I wasn't able to actually see what he was talking about". Rep and surgeon were contacted for further information. The lot number and product was not available for investigation. The rep states that the surgeon is still using cmi product. No further information has been received.